Event description:
The patient was implanted with a left ventricular assist device (lvas). It was reported by the vad coordinator that the patient went to the echo lab and stated that she had a pump stop a few days prior when she was getting ready to go to sleep and connected to her power module. She placed herself back on battery power and remained on battery power the rest of the weekend. The same thing happened in the echo lab with the hospital's equipment. It was noted that the patient's driveline was separated from the system controller, which was secured with rescue tape. X-rays were taken and it did not appear that ther were any areas of concern; however, the area near the bend relief appeared to have some thinning of the ground. The following day the patient's percutaneous lead was evaluated by the manufacturer's technical service and the evaluation showed the damage to the lead. The distal end of the percutaneous lead was then replaced.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.